Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for aa6061f08 was reviewed and the product was produced according to product specifications. All information reasonably known as of 13-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the mic key split in half. The part remaining behind in the patient was passed rectally. Per additional information received 1 sep 2017, the event occurred after 21 days of use. No further information has been provided at this time.

Manufacturer narrative:
One used device was returned for evaluation. Visual inspection revealed the device was slightly discolored with foreign substances on the exterior. The returned sample showed signs of damage at the molded head of the device. The device could not be filled with water due to the separation under the molded head. Upon examination, the molded head and feeding tube (not returned) were separated. There was tearing at the bonded location where the molded head an tube are joined. The tearing was viewed under 30x magnification and was found to be jagged in appearance. The manufacturing process was reviewed and it was determined that there were no activities or tools that could have caused this type of flaw in the tube component. The root cause could not be conclusively determined. All information reasonably known as of 27-sep-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).